Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose/flush drive support disk. The insulin pump received with scratched lcd window. The insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 300mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.